Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that fluid leaking was from the cap piercer blade wash area. Per fse, leaking was due to a broken fitting for the waste line under the blade wash. Fse replaced the broken fitting which resolved the issue. Cap piercer performance was verified. The cause of the leak was a broken fitting for the waste line under the blade wash. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that the cap piercer of an unicel dxc 600 pro synchron clinical system was leaking fluid after piercing caps. The leak was contained. The customer disabled cap piercer to continue running sample tubes without caps. The customer was wearing personal protective equipment (ppe) including a gown, gloves and eye protection at the time of the event. No injury or exposure was reported. No erroneous results were generated.